Manufacturer narrative:
Additional information received; it was noted that the patient was well post surgery but subsequently passed away from a non procedural related issue. It was confirmed that the spindle was recaptured and that the surgical removal performed was an open repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf3216c166ee stent graft was implanted during the endovascular treatment of a 63mm aaa. It was reported that during the index procedure the delivery system could not be retrieved and got stuck despite of every possible way to retrieve. Finally, it was surgically removed. Per the physician the cause of the event is undetermined. No additional clinical sequelae was provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed the device was inspected before use and no issues were noted. The IFU was followed when deploying the stent graft and it was said there were no issues deploying. There was an issue recapturing the spindle in the tapered tip and the delivery system got stuck at the level of the supra renal stent. The anatomy was not very tortuous with no calcification. The delivery system was fully removed from the patient surgically. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.